Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt (B)(6) was unable to increase stimulation. A diagnostic test found invalid impedance measurements for all lead contacts. Surgical intervention was undertaken to explant and replace the pt's lead. Effective stimulation was recaptured following the procedure.